Event description:
Event description guidant received information that the rate/sense portion of this transvenous defibrillation lead and this atrial pacing lead were reversed in the device header during the device replacement procedure. When pacing in aai mode, the device captured ventricular activity; when pacing in vvi mode, the device captured atrial activity. This was discovered one day post implant. An invasive procedure was performed to insert the leads into the proper ports. No patient symptoms or adverse patient affects were reported with this clinical observation.